Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of the reported failure mode was conducted, and 50 samples were taken from the current production (material number 5-16035 lot # 73e2100539) at the manufacturing facility. The samples were visually inspected, and issue reported "broken/cracked - y connector" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "35 fr double lumen tube is coming apart y connector issue is coming off the tube. The adapter is breaking off during the surgery". No patient injury or consequence reported. Patient condition reported as "fine".